Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges that the known and common problem of corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released into plaintiff's tissue surrounding the implants. After her total hip arthroplasty, plaintiff began experiencing pain and difficulty in and around her implant. Beginning in the (B)(6) of 2014, plaintiff experienced severe pain and discomfort in and around her left hip. In (B)(6) of 2015, an MRI revealed prominent fluid collection along the anterior aspect of the left hip. Subsequently, a left hip aspiration was performed under fluoroscopy and 20 cc of cloudy, yellow fluid was obtained. Doi: (B)(6) 2010; dor: (B)(6) 2015; left hip.